Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient was implanted with ti va-lcp volar distal radius plate and screw construct on an unknown date. Reportedly, the patient had a domestic fall (date unknown). Three of the four screws broke off from the plate despite existing cast splint. No further information was provided. This report is for three unknown screws. This is 1 of 2 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was received for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The part/lot of the screws remains unknown.

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a part number the 510k number cannot be provided. The screw head is broken off. No laser etching is visible. The plate has no effect on the screws fracture. A manufacturing conclusion cannot be presented due to the condition and the missing lot and article number of the product.